Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had difficulty in articulation. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found that the instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The grip tips do not close properly and causing the grip tips to be offset from each other when fully close. Root cause of this failure is attributed to user mishandling. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shafts. This failure caused the intuitive motion failure of the instrument. Root cause of this failure is attributed to user. A review of the instrument logs for the medium-large clip applier (part# 470327-12 / serial # (B)(4)) was performed. The instrument was last used on (B)(6) 2022 on system (B)(4) with 69 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Refer to h9 for corrected information.

Event description:
Refer to h10/h11 for follow-up information.